Event description:
Customer stated that her blood glucose the morning of (B)(6) 2012 was 386 mg/dl and that all day (B)(6) 2012 it was in the 300s mg/dl and would not come down lower than 300 mg/dl. She stated that there is a kink in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and... The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Then contact your healthcare provider for guidance."